Event description:
Reporter indicated that patient's ncp system was programmed to on in 2002 and ever since then pt has experienced an increase in seizures. The patient was reportedly hospitalized for 3 days due to the increase in seizures. The patient was discharged from the hospital without any changes in medications or programmed parameters.